Event description:
Healthcare professional reported for left side "inflammation on the left", "periprosthetic effusion on imaging", "left breast periprosthetic fluid sample whose anatomopathological analysis diagnoses alcl- aim cd30+ alk-". Histopathological markers cd30+ and alk- have been received. The device has been explanted.

Manufacturer narrative:
Continued h6: adverse event problem: f2201, f2203. Date of diagnosis of alcl: (B)(6) 2023. The reported events of seroma-late and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: seroma-late and lymphoma - alcl (pathological markers reported).